Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils, a smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle. However; the smart coil failed to detach. After many attempts to detach the smart coil using the handle, the physician then manually detached the smart coil into the target vessel. It was reported that the same issue occurred with two additional smart coils and the two smart coils were also successfully manually detached in the target vessel. Next, the physician advanced a fourth smart coil into the target vessel and attempted to detach it using the handle. However; the smart coil failed to detach. After many attempts to detach the smart coil using the handle and manual detachment, part of the smart coil was pulled outside of the aneurysm and into the parent vessel. While attempting to retract the smart coil into the microcatheter, the smart coil unintentionally detached with part of the smart coil in the parent vessel. Therefore; the physician used a new non-penumbra microcatheter and a non-penumbra stent retriever device to retrieve the detached smart coil. It was noted that the smart coil was elongated and ¿stretched¿ upon removal. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.